Event description:
Event verbatim [preferred term] allergy [hypersensitivity] , rash [rash] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 74-year old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) in (B)(6) 2019 applied to neck for problems moving her neck: she had real severe neck problems and could hardly move it. It was really bad. She also had trouble sleeping. She was seeing either a physical or an occupational therapist who suggested she used the wraps. Relevant medical history included melanoma at one point for which she regular sees a dermatologist, real severe neck problems and could hardly move it and trouble sleeping. There were no relevant concomitant medications. The reporter initially stated that the patient developed rash from the wrap. It occurred in nov or (B)(6) 2019. She went to the dermatologist who did not order any type of treatment for the rash. The reporter stated he didn't know if it was the warp or the user. The reported subsequently stated that his wife had an allergy to it. The patient did not have the lot number of the product as it was discarded by complainant. His wife bought 4 packages of thermacare neck, shoulder & wrist, the box that the wrap was in had been discarded. She still had 3 unopened boxes of wraps. Provided from additional boxes: lot: s68533, expiry: may2020, lot: w24912, expiry: jan2021. Lot: s70433, expiry mar2020. This box looked thicker than the other boxes. A sample of the product was not available to be returned for evaluation. Thermacare heatwrap was permanently withdrawn due to the event rash in 2019 and the patient recovered from the event rash on an unknown date (reported as cleared either (B)(6) 2019 or (B)(6) 2020). The clinical outcome of the event allergy was unknown at the time of the report. Additional information has been requested and will be provided as it becomes available. Follow-up (17feb2020): new information from the same contactable consumer reporting for his wife included: additional event "allergy", comment: based on the information provided, the complaints of allergy and rash as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. This case will be re-assessed upon receipt of additional information.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Exped trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Site sample status was not received. Additional investigational results from the product quality complaint for lot number s70433, conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports developing "a rash after using wrap." The cause of the consumer reporting developing "a rash after using wrap" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records or release testing data. Retained samples met the product description and the product is a the time this investigation was written has expired. Expiry date mar2020. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Severity of harm was s2. Additional investigational results from the product quality complaint for lot number s68533, conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch records, results all met product release criteria. Consumer reports, ¿developed a rash after using wrap¿. The cause of the consumer stating the wrap caused a rash is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product at the time the complaint was reported (B)(6) 2018) was within expiration date. The batch expired on 31may2020.the product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Batch w24912 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch records, results all met product release criteria. Consumer reports developing "rash after using wrap". The cause of the consumer reporting developing "rash after using wrap" is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received.

Event description:
Event verbatim [preferred term]. Allergy [hypersensitivity], rash [rash], narrative: this is a spontaneous report from a contactable consumer reporting for his wife. A 74-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) in (B)(6) 2019 applied to neck for problems moving her neck: she had real severe neck problems and could hardly move it. It was really bad. She also had trouble sleeping. She was seeing either a physical or an occupational therapist who suggested she used the wraps. Relevant medical history included melanoma at one point for which she regular sees a dermatologist, real severe neck problems and could hardly move it and trouble sleeping. There were no concomitant medications. The reporter initially stated that the patient developed rash from the wrap. It occurred in (B)(6) 2019. She went to the dermatologist who did not order any type of treatment for the rash. The reporter stated he didn't know if it was the warp or the user. The reporter subsequently stated that the patient had an allergy to it in 2019. The patient did not have the lot number of the product as it was discarded by complainant. The patient bought 4 packages of thermacare neck, shoulder & wrist, the box that the wrap was in had been discarded. She still had 3 unopened boxes of wraps. Provided from additional boxes: lot number: s68533, expiry date: may2020, lot number: w24912, expiry date: jan2021. Lot number: s70433, expiry date: mar2020. This box looked thicker than the other boxes. A sample of the product was not available to be returned for evaluation. Thermacare heatwrap was permanently withdrawn due to the event rash in 2019 and the patient recovered from the event rash on an unknown date (reported as cleared either (B)(6)2019 or (B)(6) 2020). The clinical outcome of the event allergy was unknown. According to product quality complaint, this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Exped trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Site sample status was not received. Additional investigational results from the product quality complaint for lot number s70433, conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports developing "a rash after using wrap." The cause of the consumer reporting developing "a rash after using wrap" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records or release testing data. Retained samples met the product description and the product is a the time this investigation was written has expired. Expiry date mar2020. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this lot. Severity of harm was s2. Additional investigational results from the product quality complaint for lot number s68533, conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch records, results all met product release criteria. Consumer reports, "developed a rash after using wrap". The cause of the consumer stating the wrap caused a rash is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product at the time the complaint was reported (B)(6) 2018) was within expiration date. The batch expired on 31may2020. The product quality for the batch is not impacted by this complaint. Process related was no. Final confirmation status was not confirmed. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the third complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Additional investigational results from the product quality complaint for lot number w24912, batch w24912 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch records, results all met product release criteria. Consumer reports developing "rash after using wrap". The cause of the consumer reporting developing "rash after using wrap" is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assessment and rationale: an evaluation of the complaint history confirms that this is the fourth complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. Site sample status was not received. Follow-up (17feb2020): new information from the same contactable consumer reporting for his wife included: additional event "allergy". Follow-up (03apr2020): new information report from product quality complaint included: investigation result. Follow-up (16apr2020): follow-up attempts are completed. No further information is expected. Follow-up (06aug2020): new information received from the product quality complaint group includes investigational results for lot number s70433. This case downgraded to non-serious and not reportable. Follow-up attempts are completed. No further information is expected. Follow-up (12aug2020): new information received from the product quality complaint group includes investigational results for lot number s68533. Follow-up attempts are completed. No further information is expected. Follow up (13aug2020): new information received from the product quality complaint group includes investigational results for lot number w24912. Follow-up attempts are completed. No further information is expected.

Event description:
Rash [rash]. Case narrative: this is a spontaneous report from a contactable consumer reporting for his wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) in (B)(6) 2019 applied to neck for problems moving her neck: she had real severe neck problems and could hardly move. It was really bad. She also had trouble sleeping. She was seeing either a physical or an occupational therapist who suggested she use the wraps. Relevant medical history included melanoma at one point for which she regular sees a dermatologist, real severe neck problems and could hardly move and trouble sleeping. There was no relevant concomitant medications. The patient developed rash and an adverse reaction from the wrap. Clarified that the adverse reaction mentioned initially was the rash. It occurred in (B)(6) or (B)(6) 2019. She went to the dermatologist who did not order any type of treatment for the rash. The reporter stated he didn't know if it was the warp or the user. The patient did not have the lot number of product as it was discarded by complainant. His wife bought 4 packages of thermacare neck, shoulder & wrist, the box that the wrap was in has been discarded. She still has 3 unopened boxes of wraps. Provided from additional boxes: lot: s68533, expiry: may2020, lot: w24912, expiry: jan2021. Lot: s70433, expiry mar2020. This box looked thicker than the other boxes. A sample of the product was not available to be returned for evaluation. Thermacare heatwrap was permanently withdrawn due to the event in 2019 and the patient recovered from the event on an unknown date (reported as cleared either (B)(6) 2019 or (B)(6) 2020). Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event rash as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Expend trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Site sample status was not received.

Event description:
Event verbatim [preferred term] allergy [hypersensitivity] , rash [rash] . Case narrative:this is a spontaneous report from a contactable consumer reporting for his wife. A 74-year old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) in (B)(6) 2019 applied to neck for problems moving her neck: she had real severe neck problems and could hardly move it. It was really bad. She also had trouble sleeping. She was seeing either a physical or an occupational therapist who suggested she used the wraps. Relevant medical history included melanoma at one point for which she regular sees a dermatologist, real severe neck problems and could hardly move it and trouble sleeping. There were no relevant concomitant medications. The reporter initially stated that the patient developed rash from the wrap. It occurred in nov or (B)(6) 2019. She went to the dermatologist who did not order any type of treatment for the rash. The reporter stated he didn't know if it was the warp or the user. The reported subsequently stated that his wife had an allergy to it. The patient did not have the lot number of the product as it was discarded by complainant. His wife bought 4 packages of thermacare neck, shoulder & wrist, the box that the wrap was in had been discarded. She still had 3 unopened boxes of wraps. Provided from additional boxes: lot: s68533, expiry: may2020, lot: w24912, expiry: jan2021. Lot: s70433, expiry mar2020. This box looked thicker than the other boxes. A sample of the product was not available to be returned for evaluation. Thermacare heatwrap was permanently withdrawn due to the event rash in 2019 and the patient recovered from the event rash on an unknown date (reported as cleared either (B)(6) 2019 or (B)(6) 2020. The clinical outcome of the event allergy was unknown at the time of the report. According to product quality complaint, this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Expend trend assessment and rationale: an evaluation was made by searching for possible trend for this subclass. Site sample status was not received. Severity of harm was s3. Follow-up (17feb2020): new information from the same contactable consumer reporting for his wife included: additional event "allergy". Follow-up (03apr2020): new information report from product quality complaint included: investigation result. Comment: based on the information provided, the complaints of allergy and rash as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. This case will be re-assessed upon receipt of additional information. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.